Manufacturer narrative:
Zimvie complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and last name and email address are not provided / unknown.

Event description:
It was reported that the implant was removed. The reason is unknown. Tooth site # 4.

Event description:
It is reported that the implant lost integration.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer confirms that this event does not meet the requirements of a reportable event. There will be no further reports submitted for this event.